Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that the outflow of an ar-6480 pump is not working. This was discovered during a case with no patient impact.